Event description:
A 2.0mm angioplasty balloon was used to pre-dilate lesions in the proximal and mid right coronary artery. Another MFR's stent was then inserted, however was unable to cross to the lesion. Further pre-dilatation was performed with the 2.0mm balloon, then a s670 stent delivery system was inserted. It was not possible for the stent to cross the calcified lesion; therefore, the stent delivery system was removed. Upon removal of the stent delivery system, it was reported that the stent was not on the balloon. The stent was located on the guide wire and was removed successfully. The lesion was then pre-dilated with a 3.0mm balloon, then this 3.0mm diameter by 15mm length s670 stent delivery system was inserted. The stent was unable to cross the lesion and upon removal the stent dislodged in the right corornary artery but remained on the guide wire. The catheter and the guide wire were then pulled back, during which time the stent entered the guide catheter. The guide catheter then crossed the aortic valve and the dislodged stent entered the left ventricle. There were no attempts to retrieve the undeployed stent. After further dilation of lesion, another MFR's stent was inserted, but was unable to cross the lesion; therefore, the lesion was left with angioplasty results. There was no add'l clinical sequelae reported related to the event. The moderately calcified lesion contributed to the event. Separate medwatch reports have been submitted for each device involved in this event.